Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries were replaced. The system was then found to be operating as intended.

Event description:
The field engineer reported the system displayed a precharge voltage error. This error message will likely prevent the system from booting up.